Event description:
A physician reported that a hakim valve/chpv rt ang reservoir unitized (ID (B)(6)) was implanted via right ventricular peritoneal (vp) shunt on (B)(6) 2023, due to hydrocephalus. A shunt blockage was observed as the patient experienced headache, vomiting, gait imbalance, and urinary incontinence for a week. As a result, shunt revision was performed on (B)(6) 2024. The physician was unable to discern an obvious reason for the shunt malfunction but presumed it was a blocked valve possible caused by micro-debris. It was later reported that the causality for the reported events was not assessable due to lack of information on co-suspect drugs, concomitant medications, complete medical history and relevant lab investigations. However, concurrent condition hydrocephalus could be confounding for the events vomiting, headache, gait disturbance and urinary incontinence.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional health effect - clinical code 1: e232402.

Manufacturer narrative:
The hakim valve/chpv rt ang reservoir unitized (ID 823148) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; device history record (DHR) was reviewed, and no anomalies related to the reported event were found. A possible root cause for the reported issue could be due to biological debris and protein build up interfering with the device. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.